Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for evaluation. It has not been received. A follow up report will be submitted if further information is obtained.

Event description:
The date of event is unknown. Site reported that IV fluid is leaking out of the filter air vent. Number of events is unknown. No pt harm occurred and no additional info was available.